Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the front housing of the calibrator was broken. Since this event occurred during routine testing of the device, there was no pt involvement during this event.